Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported slda associated with the clip detaching from the anterior leaflet per the account is related to patient conditions and due to sclerotic anterior mitral leaflet/aml. Image resolution poor was associated with procedural circumstances as imaging was reported to be challenging. Mitral valve insufficiency/regurgitation (unchanged) was related to slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report incomplete coaptation. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a thick anterior leaflet. It was noted that imaging was challenging. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Mr remained at a grade of 4 and no additional clips were implanted. The following day, mitral valve replacement was performed. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.